Event description:
It was reported from the patient that while sleeping, they received a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient was seen in the emergency room at the hospital. A request was made to have data from this device analyzed. Data analysis identified a sudden r-wave drop, over-sensing of noise, resulting in an inappropriate shock, while programmed in the primary vector. The over-sensing of noise terminated immediately after the shock. Additional review of data exhibited a signal consistent with changes in the impedance pathway, of the sensing vector. Shock impedance at implant was 109 ohms and increasing since (B)(6) 2025, to 115 ohms. Rhythmcare provided recommendations of in clinic troubleshooting, with review of system placement, x-ray imaging, provocative maneuvers, isometrics and manipulation, and programming options. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported from the patient that while sleeping, they received a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient was seen in the emergency room at the hospital. A request was made to have data from this device analyzed. Data analysis identified a sudden r-wave drop, over-sensing of noise, resulting in an inappropriate shock, while programmed in the primary vector. The over-sensing of noise terminated immediately after the shock. Additional review of data exhibited a signal consistent with changes in the impedance pathway, of the sensing vector. Shock impedance at implant was 109 ohms, and increasing since march 31, 2025, to 115 ohms. Rhythmcare provided recommendations of in clinic troubleshooting, with review of system placement, x-ray imaging, provocative maneuvers, isometrics and manipulation, and programming options. This device remains implanted. No additional adverse patient effects were reported.several attempts to obtain additional information regarding the status of this device have been unsuccessful.

Manufacturer narrative:
This report is being submitted to update sections b5 (describe event or problem), d6a (date of implant), h2 (follow-up), h11 (additional MFR narrative). If pertinent information is provided in the future, a supplemental report will be submitted.